Manufacturer narrative:
Other device referenced in this report is unknown bushing. At this time, it cannot be determined if this device may have caused or contributed to the patients' experience. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
It was reported that a second washout was conducted on (B)(6) 2013. She is clean of infection and a new bumper and bushings.

Manufacturer narrative:
An event regarding infection involving a krh bumper was reported. The event was not confirmed. The device was not returned for evaluation. A review of the provided medical records and x-rays by a clinical consultant indicated that based on information provided it can be assumed that the initial surgery was a tumor salvage procedure with high risk of infection and late fatigue failure. A device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the referenced lot or sterile lot. The exact cause of the event could not be determined because insufficient information was provided however there is no evidence that prosthetic related factors either caused or would have prevented this clinical situation. Further information is needed complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation for this event is possible at this time.

Event description:
It was reported that a second washout was conducted on (B)(6) 2013. She is clean of infection and a new bumper and bushings.